Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred two hours after the start of a patient¿s hemodialysis (hd) treatment. Upon follow-up, the supervisor confirmed no external blood leak was observed and blood was only noted internally within the dialyzer. The blood leak was visible in the dialysate of the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Per supervisor the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility reported that an internal dialyzer blood leak occurred two hours after the start of a patient¿s hemodialysis (hd) treatment. Upon follow-up, the supervisor confirmed no external blood leak was observed and blood was only noted internally within the dialyzer. The blood leak was visible in the dialysate of the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Per supervisor the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample was returned from the reported lot, and subjected to a bubble point leak test. A leak was detected at approximately 295°, with the dialysate ports situated at 0°, on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment measuring approximately 3.88 inches in length above the pu was identified at the leak location on the cavity ID end. An opposing end was not identified. There was no other damage or irregularities noted. During the lot history review it was noted that there were four other complaints reported against the lot. One was unrelated to the current event, and one addresses an internal leak with no sample. The last two complaints were reported by one clinic, and address general blood leaks with no samples. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one unrelated approved temporary dn noted on the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.